Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had difficulty in moving single site fenestrated bipolar forceps instrument. Additionally, the bipolar energy on instrument was not working. The instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single site fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a loose screw on the rocker at the proximal end. The loose screw likely caused the push - pull rob mechanism to fail. Hence, the jaws did not open nor close properly. After tightening the screw, the jaws opened and closed successfully. Additional observation : the instrument was recognized by the test system and it successfully passed all functional tests. Energy delivery was tested and it passed in various grip orientations. The instrument passed an electrical continuity test. The probable root cause of loose screw on instrument is attributed to a component failure. Correction to section d : primary product batch/lot number was updated to k14250123 0048 correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.